Event description:
It was reported that an occlusion alarm recurred on an ilet using a steel contact detach infusion set with 23-inch tubing, with high glucose readings around 385 mg/dl; the set showed no visible kinks or bubbles, a dry run was successful, and the user¿s caregiver observed the needle in the connector had dislodged into the cartridge, after which changing the infusion set resolved the occlusions. Symptoms included no reported clinical manifestations beyond hyperglycemia. Outcomes included interruption of insulin delivery without hospitalization. Customer care provided support that included device-guided troubleshooting, tubing testing, and a simulated delivery dry run. Investigation of this case revealed evidence consistent with an infusion set and connection issue leading to occlusion and insulin delivery interruption, with the observed dislodged connector needle indicating a component connection problem at the set-to-cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was user interface or handling-related connection dislodgement contributing to occlusion and hyperglycemia.